Event description:
It was reported that the "device and product carton appear to be mislabeled." The info received indicated the involved device(s) were size 4dcfs. There was no reported pt injury and/or change in therapy. The involved devices(s) have not been returned to the MFR for eval/investigation as of the date on this report.